Manufacturer narrative:
The product was requested for evaluation, but has not been received. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available. The device reported in block d is a component of the venous hardshell cardiotomy reservoir cleared under 510(k) k090534.

Event description:
It was reported the 3/8 connection mounted on the inlet of the device was broken, which caused ringer solution to leak during priming. (B)(4)